Event description:
It was reported that during maintenance the device had a damaged machined head, damaged lever, worn reciprocation arm, worn screws 3 pcs, and control bar failure. There was no patient involvement. During product evaluation it was found that the width plate is damaged. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machined head, lever, and width plate were damaged, the reciprocating arm and screws were worn, the control bar was out of position, and the device was out of calibration. The machined head, pin, ball plunger, lever, reciprocating arm, screws, bearings, and control bar were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: united kingdom.